Event description:
It was reported that the pt experienced tingling and vibration down their left leg when their stimulator was off. The pt underwent two ultrasound treatments.

Manufacturer narrative:
(B) (4).